Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. Blood glucose value was 160 mg/dl. Customer stated that a temporary basal was not programmed before the unexpected restart and the displayable history check failed on startup alarms. During troubleshooting the alarm history was checked and it showed an unexpected restart, external ram error, displayable history check failed on startup and compromised force sensor system alarms. It was advised to program an easy bolus into the air. Bolus amount was recorded in the bolus history. The insulin pump passed the selftest. Customer's mother stated that they had the insulin pump stored for a long period due to the customer jumping into the pool with it and the button seem to be hard to press at the time. The customer has been using an old insulin pump. Troubleshooting was declined as they stated that the customer was not using the device.